Event description:
It is reported that the patient underwent a left hip revision due to unknown reasons. However, radiographs were reviewed and indicate a periprosthetic femur fracture.

Manufacturer narrative:
Zimmer biomet (B)(4). D10 ¿ medical products: item #: 00585003246, lot #: 64861427: proximal femoral component 46 mm offset. G2: foreign source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Component code: mechanical (g04) stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: periprosthetic fracture of the right femur. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h6, h10 and h11.

Event description:
No further event information is known at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event with additional information, this event was determined to be not reportable. The initial report should be voided.

Event description:
Upon reassessment of the reported event with additional information, this event was determined to be not reportable. The revision due to loosening is not device related. It was reported the patient had a mechanical fall with no previous allegations against the components since implantation. The patient fell fracturing the leg at the distal to the tip of the prosthesis. The initial report should be voided.